Manufacturer narrative:
The explanted intraocular lens was received and sent to the manufacturing site for analysis. Prior to release the lens met all manufacturing specifications. A review of the implant database shows the iol was exchanged for a higher diopter lens of the same model. Our investigation to date suggests this event was not caused by the lens. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.

Event description:
Account reported the intraocular lens was removed and replaced seven months after the initial implant. The reason stated was anisometropia/refractive differences between eyes. No complications occurred and the lens was exchanged for a higher diopter lens of the same model.